Event description:
It was reported that at the user facility, the trigger of the device disassembled. The user facility was not able to provide any further information regarding the reported event. During device evaluation at the manufacturer facility, it was reported that the device was running in the incorrect mode; it was running in forward when in reverse mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly of the trigger was duplicated by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the trigger housing was cracked at the screw boss, which can lead to the reported event and can be caused by a material fatigue issue or impact.

Event description:
It was reported that at the user facility, the trigger of the device disassembled. The user facility was not able to provide any further information regarding the reported event. During device evaluation at the manufacturer facility, it was reported that the device was running in the incorrect mode; it was running in forward when in reverse mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility the trigger of the device disassembled. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.